Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device found to be in backup vvi mode via a merlin on demand transmission. The patient presented to the emergency room (ER) after receiving a vibratory patient notifier in the pocket. The device was restored to original settings. The patient was stable and discharged.